Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using biogx sars-cov-2 osr for bd max system false positives were reported. A confirmatory test was performed and no erroneous results were reported out. There was no impact to patient treatment.

Manufacturer narrative:
The following fields were updated due to additional information: describe event or problem: the customer reported that while using kit bdmax sars-cov-2 reagents false positives were reported. A confirmatory test was performed and no erroneous results were reported out. There was no impact to patient treatment. Medical device brand name: kit bdmax sars-cov-2 reagents. Medical device catalog #: 445003. Medical device lot #: 0093885. Medical device expiration date: 2020-10-05. Device manufacture date: 2020-04-02. Investigation summary: the complaint investigation for discrepant result with xpert® xpress sars-cov-2 from cepheid when using the kit bd max sars-cov-2 reagents (ref# 444503) lot 0093885 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records indicated that the lot was conforming and passed the qc specifications for release and use. The customer tested the patient samples with the bd sars-cov-2 reagents for bd max¿ system and repeated them with xpert® xpress sars-cov-2 from cepheid. The customer is unsure which specific samples were discrepant and does not know the limit of detection (lod) of the cepheid assay. However, they stated that eleven samples were suspected on run 401 from instrument ct0633 while twelve samples obtained a positive result. In run 401, one sample (lane a11) stands out from the other curves, being a strong positive. The analysis suggests that this sample is probably a true positive sample that may have contaminated the others. It could not be excluded that some sample were at the limit of detection of the xpert® xpress sars-cov-2 assay. Complaints history showed no complaint trend on kit bd max sars-cov-2 reagents lot 0093885 for contamination. The root cause was not found. Bd cannot confirm the complaint based on the investigation that was performed. There is no indication that the reagent is defective. No corrective and preventive action (CAPA) was initiated at this time. Bd quality will continue to monitor for trends.

Event description:
The customer reported that while using kit bdmax sars-cov-2 reagents false positives were reported. A confirmatory test was performed and no erroneous results were reported out. There was no impact to patient treatment.